Event description:
Bio-site cardiac triage test kits and instrument do not perform as MFR claims. This may lead to pt injury as validity of test results can not be proven through quality control, calibration verification, linearity or blind proficiency testing.